Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer stated when the infusion set was changed in the hospital, she noticed that the cannula was kinked in half, but the insulin pump did not alarm no delivery. Troubleshooting was performed. It was stated that the events leading to her admission was nausea and vomiting. Advised the customer to run a high pressure test and she have rec'd a no delivery alarm. No further info was provided.